Event description:
It was reported that patient underwent a hallux valgus correction procedure on (B)(6) 2015. During the procedure, the head of the screw was found to be notched. A different screw was used to complete the procedure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was concluded product likely failed due to misuse, fracture details suggest that while the driver was still engaged in the socket & the distal screw stationary, the driver moved laterally, which burst the proximal screw outward as described. The failure of the screw is certainly due to a sudden stress applied during the insertion of the screw.